Event description:
It was reported that the customer is having issue. Insulin is squirting out during prime. Customer stated she was priming her infusion set when the insulin starting squirting out. Customer was not wearing the insulin pump at the time of priming. Customer was unable to complete troubleshooting due to not having supplies. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.